Event description:
It was reported that the pump touchscreen was cracked, causing the customer to be unable to read the amount of insulin that was left in the cartridge due to damage to that area of the screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.